Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a right coronary artery (rca). The patient presented with unstable angina and it was revealed there was severe in-stent restenosis in the proximal to mid rca. A cutting balloon was requested; however, a 2.8 x 16 mm graftmaster was mistakenly, advanced to the lesion instead. Once this was realized, an attempt was made to remove the graftmaster; however, during removal, the stent implant dislodged. The stent was able to be implanted in the lesion, but resulted in an occlusion of the marginal branch and a non-st elevation myocardial infarction (nstemi) with elevated cardiac enzymes. The patient remained hospitalized an additional day, has returned for follow-up visits and is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect(s) of myocardial infarction and occlusion are listed in the graftmaster rx coronary stent graft system instructions for use as known patient effect(s) of coronary stenting procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Sus voluntary event report mw5071372. (B)(4).

Event description:
Subsequent to the initial report being filed, a user facility medwatch (sus) report was received stating: a (B)(6) year old male presents to ed with typical angina. Past medical history includes multiple mis and multiple interventions with countless number of stents placed over the years. EKG had some non-specific st changes. Because of symptoms and history, provider decides to move forward with cardiac catheterization. During procedure, a cutting balloon is requested and a graftmaster stent is provided. Physician attempts to use the device, but meets resistance. The device is scanned and it's discovered that they are used the wrong device. The physician attempts to remove the stent from the patient, but is unsuccessful. Patient has a myocardial infarct during the procedure. Patient is admitted to (B)(6).